Manufacturer narrative:
Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, broken battery tube threads, cracked display window, cracked reservoir tube window, cracked case at reservoir tube window corner, cracked reservoir tube and detached/missing end cap. (B)(4).

Event description:
It was reported there was crack in case, drive support cap appeared to be damaged. Customer's blood glucose was 230 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.